Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for initial implant. During procedure, the lead helix would not extend. The lead was not used and was replaced. There were no patient consequences.